Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("golf ball sized blood clots") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), fatigue ("fatigue"), adnexa uteri pain ("ovarian pain"), back pain ("back pain") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (hysteroscopic myomectomy and laparoscopic salpingectomy on (B)(6) 2016). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, fatigue, adnexa uteri pain, back pain and vulvovaginal pain outcome was unknown. The reporter considered adnexa uteri pain, back pain, dysfunctional uterine bleeding, fatigue, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on or about (B)(6) 2015 and (B)(6), plaintiff underwent the essure procedure incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device in right not located"), pelvic pain ("chronic pelvic pain / pelvic area pain/ pelvic pain/ constant severe pelvic pain") and genital haemorrhage ("golf ball sized blood clots / constant bleeding / heavy bleeding with clots") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, anxiety, non-smoker, alcohol use, wisdom teeth removal and rosacea. Previously administered products included for an unreported indication: paraguard iud from 2006 to 9-oct-2015. Concurrent conditions included body mass index normal, raynaud's disease, anesthesia, endometrium cystic and ovarian cyst ruptured. Family history included multiple sclerosis, hypertension (maternal grandmother- and paternal grandmother, paternal grandfather) and arthritis (maternal grandmother-). Concomitant products included medroxyprogesterone (depo provera) from 9-oct-2015 to 9-jan-2016 for birth control, anovlar (minestril) from 21-jan-2016 to 21-mar-2016 for menstrual flow excessive as well as colircusi icolamida (sulfa cloran), estradiol (estrace), intrauterine contraceptive device (paragard), metronidazole, nortriptyline, olmesartan medoxomil (benicar) since 2006, rizatriptan, rizatriptan (maxalt) and verapamil. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("failed left essure placement"). In october 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain / back pain/constant back pain/ mild back pain/lower back pain"), vulvovaginal pain ("vaginal area pain / constant severe vaginal area pain"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2016, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), adnexa uteri pain ("ovarian pain"), abdominal pain lower ("constant severe lower abdomen pain") and menstrual disorder ("menstrual cycles"). The patient was treated with surgery (hysteroscopic myomectomy and laparoscopic salpingectomy/remove via tubal ligation), surgery (underwent hystereoscopic myomectomy with ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, device expulsion, dysfunctional uterine bleeding, fatigue, adnexa uteri pain, back pain, vulvovaginal pain, weight decreased, vaginal haemorrhage, menorrhagia, abdominal pain lower and complication of device insertion outcome was unknown, the genital haemorrhage was resolving and the menstrual disorder had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, back pain, complication of device insertion, device dislocation, device expulsion, dysfunctional uterine bleeding, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: right successful; left unsuccessful (09oct2015) on or about october 9, 2015 and december 9, plaintiff underwent the essure procedure. Date of surgery: 15sep2015(mr),unable to occlude left tube due to fluffy endometrium and submucosal fibroid she did not have complications from essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on 18-mar-2016: device in left occluded in right not located 21mar2016- unilateral occlusion (left tube occluded), expulsion of essure device, device in left occluded. Device in right not located. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device in right not located"), pelvic pain ("chronic pelvic pain / pelvic area pain/ pelvic pain/ constant severe pelvic pain") and genital haemorrhage ("golf ball sized blood clots / constant bleeding / heavy bleeding with clots") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, anxiety, non-smoker, alcohol use, wisdom teeth removal and rosacea. Previously administered products included for an unreported indication: paraguard iud from 2006 to (B)(6) 2015. Concurrent conditions included body mass index normal, raynaud's disease, anesthesia, endometrium cystic and ovarian cyst ruptured. Family history included multiple sclerosis, hypertension (maternal grandmother- and paternal grandmother, paternal grandfather) and arthritis (maternal grandmother-). Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2016 for birth control, anovlar (minestril) from (B)(6) 2016 to (B)(6) 2016 for menstrual flow excessive as well as colircusi icolamida (sulfa cloran), estradiol (estrace), intrauterine contraceptive device (paragard), metronidazole, nortriptyline, olmesartan medoxomil (benicar) since 2006, rizatriptan, rizatriptan (maxalt) and verapamil. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("failed left essure placement"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain / back pain/constant back pain/ mild back pain/lower back pain"), vulvovaginal pain ("vaginal area pain / constant severe vaginal area pain"), weight decreased ("weight loss"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2016, the patient experienced device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), adnexa uteri pain ("ovarian pain"), abdominal pain lower ("constant severe lower abdomen pain") and menstrual disorder ("menstrual cycles"). The patient was treated with surgery (hysteroscopic myomectomy and laparoscopic salpingectomy/remove via tubal ligation), surgery (hysteroscopic myomectomy and laparoscopic salpingectomy/remove via tubal ligation) and surgery (underwent hystereoscopic myomectomy with ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, dysfunctional uterine bleeding, fatigue, adnexa uteri pain, back pain, vulvovaginal pain, weight decreased, vaginal haemorrhage, menorrhagia, device expulsion, abdominal pain lower and complication of device insertion outcome was unknown, the genital haemorrhage was resolving and the menstrual disorder had resolved. The reporter considered abdominal pain lower, adnexa uteri pain, back pain, complication of device insertion, device dislocation, device expulsion, dysfunctional uterine bleeding, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: right successful; left unsuccessful ((B)(6) 2015)on or about (B)(6) 2015 and december 9, plaintiff underwent the essure procedure.date of surgery: (B)(6) 2015(mr),unable to occlude left tube due to fluffy endometrium and submucosal fibroidshe did not have complications from essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 21.3 kg/sqm.hysterosalpingogram - on (B)(6) 2016: device in left occluded in right not located .(B)(6) 2016- unilateral occlusion (left tube occluded), expulsion of essure device, device in left occluded. Device in right not located. Most recent follow-up information incorporated above includes:on 2-feb-2018: reporter and patent demographics were added. Historical condition, historical drugs, concomitant disease, family history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events weight loss and abnormal vaginal bleeding, expulsion of essure device, constant severe lower abdomen pain, failed essure placement, menstrual cycles and device in right not located were added from pfs. And updated events and onset dated. Essure removal date added.incident.no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.